Event description:
It was reported that the cord of the core sumex drill was cut in half after the completion of a procedure at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event. The associated procedure was completed successfully.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Event description:
It was reported that the cord of the core sumex drill was cut in half after the completion of a procedure at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event. The associated procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the returned device was confirmed to have a cable that was cut in half. Potential causes for damage to the cable assembly include dropping and rough handling of the cable. Since the damage to the cable involved the cable being cut in half, it is possible that the cable came in contact with a sharp object or experienced sharp force/pressure. The serial number was listed incorrectly as the product catalog number; a correction has been submitted with the appropriate serial number of the device reported in this event.